Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 . During implant the device was in the aortic position, with suboptimal apposition at the level of the right lateral aspect. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). On (B)(6) 2024 , significant hypoattenuated leaflet thickening (halt) was observed in the non-coronary position with compromising reduced leaflet mobility (rlm). The aortic branch was well perfused. The device did not shift in position. The patient did not present with any clinical signs or symptoms. The patient status was hospitalization.

Manufacturer narrative:
An event of patient-device incompatibility (fibrotic thickening of leaflet) and incomplete coaptation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported incomplete coaptation is a cascading event of the thickened leaflet. A cause for the reported thickened leaflet could not be conclusively determined. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.